Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device remains implanted.

Event description:
After the doctor dropped the t2 femoral guide on the ground, he decided to free hand drill the distal locking holes of a retrograde femoral nail without the guide. After drilling, he then attempted to place a 5x50mm locking screw into his drill hole. He inserted the screw into what he thought was bone. After seeing on x-ray, the screw was misplaced and was located anterior to the femur against bone. After several attempts to retrieve the misplaced screw, he decided to leave the screw where it was and proceeded with the rest of the case and closed the wound with the screw still where it was.